Manufacturer narrative:
(B)(4). The patient line was not properly primed prior to the patient connecting for therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient made a mistake and connected to the patient line prior to it being primed all the way. The patient stated that the homechoice (hc) device did not prime the patient line properly and there were a lot of air gaps in the patient line. The patient explained that they connected to the hc and they were still in set-up. The technical service representative advised the patient about proper procedure and instructed to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.